Event description:
It was reported that it failed the defibrillation part of the test. There was reportedly no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed the defibrillation part of the self-test. There was reportedly no patient involvement.